Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the instrument broke in surgery.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown instruments drill bit was reported. The event was confirmed. Method & results: -device evaluation and results: the drill bit was bent from the thread area. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: based on visual inspection it is confirmed that the drill bit was bent from the thread area, however the product (catalog and lot number) could not be identified. No further investigation is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the instrument broke in surgery.